Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly and pump subsequently shut down. Reportedly, bg was elevated (exact value was not provided) due to the pump shutting down. The customer addressed high bg by delivering a bolus via the pump. Customer continued using the pump for insulin delivery.